Event description:
Patient was treated for a distal femur fracture on (B)(6) 2013. On an unknown date the surgeon noted the plate was broken at the metaphyseal and diaphyseal junction. The patient was returned to the operating room for removal of hardware and revision to a new plate and screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. A manufacturing evaluation was performed. Per as received condition a visual inspection found that the plate broke through hole c as well as numerous surface scratches mainly on the top and bottom surfaces of the plate. There was discoloration and foreign material in holes b, c, d and discoloration on all surfaces of the plate. It was also noticed that a large area on the bottom side of the plate between hole c and hole f was grossly discolored and had a large number of scratches that were very densely packed. Inspection performed during this evaluation against the requirements at the time the part was released found nothing that would have caused or contributed to the complaint condition. Therefore, this complaint is deemed indeterminate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the product development event evaluation are as follows: the returned lcp, locking compression plate, was received broken through the 7th hole (a non-combination hole) of 12 holes and elongation of this hole is visible. There are light scratches over the entire length of the plate and heavy scratches and staining are visible in the area of the plate break. As visible foreign residue was viewed in the threaded parts of the combination holes, the evaluation was done without removing the plate from the inner plastic bag. Eleven screws showing signs of use were also returned. However, none of the screws show any evidence of damage suggesting that these screws was not located in the damaged hole and it is unknown if the returned screws are related to the plate breakage. It is also unknown whether the patient was restricted to non-weight bearing after the initial surgery and the details involved in the revision surgery remain unknown. Patient compliance may be considered a likely contributing factor in the plates breakage. The lcp plate is part of the large fragment instrument and implant system and the locking compression plates are intended for fixation of various long bones as per the reviewed technique guide. The returned broken plates surfaces are homogenous and reflect consistent material at the plate break location. The drawings and prints were reviewed and determined to be suitable for the intended, application and dimensional conformity. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected. Inspection performed during this evaluation against the requirements at the time the part was released found nothing that would have caused or contributed to the complaint condition. Therefore, from a manufacturing perspective, this complaint is deemed indeterminate. Conclusion: while the exact root cause for this complaint remains undetermined, the likelihood of an unstable construct or patient non-compliance may have led to this complaint. Therefore, the failure mode is indeterminate and the design of the plate is determined to be suitable for its intended use. (B)(4).